Manufacturer narrative:
The customer biomed engineer (bme) reports the necessary component was received and would be installed directly. However, repeated follow-up attempts to learn further details were not successful. Therefore, final disposition and part details are unconfirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting the touchscreen on the v60 ventilator would not stay calibrated. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the touchscreen calibration passed but the unit would not stay calibrated during set up. The rse advised touchscreen replacement as the resolution. The investigation is ongoing.